Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ migration of essure device location of device: uterus"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure (batch no. 927081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, headache and migraine. Previously administered products included for an unreported indication: depo-provera and vaginal contraceptive gel. Concurrent conditions included anemia, depression, high cholesterol, migraine, thyroid disorder, uterine bleeding, dyspareunia, ovarian cyst and pelvic adhesions. Concomitant products included citalopram hydrobromide (celexa), colecalciferol (vitamin d), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), ibuprofen, levothyroxine sodium (levoxyl), oxycocet (percocet) and rizatriptan. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and rash ("rashes on legs"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), anaemia ("anemia"), migraine ("migraines"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain"), diarrhoea ("diarrhea") and constipation ("constipation"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, autoimmune disorder, depression, fatigue, anaemia, migraine, weight increased, dysmenorrhoea, abdominal pain, diarrhoea, constipation and rash outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, autoimmune disorder, constipation, depression, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ migration of essure device location of device: uterus"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure (batch no. 927081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, headache and migraine. Previously administered products included for an unreported indication: depo-provera and vaginal contraceptive gel. Concurrent conditions included anemia, depression, high cholesterol, migraine, thyroid disorder, uterine bleeding, dyspareunia, ovarian cyst and pelvic adhesions. Concomitant products included citalopram hydrobromide (celexa), cholecalciferol (vitamin d), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), ibuprofen, levothyroxine sodium (levoxyl), oxycocet (percocet) and rizatriptan. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and rash ("rashes on legs"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), anaemia ("anemia"), migraine ("migraines"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain"), diarrhoea ("diarrhea") and constipation ("constipation"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, autoimmune disorder, depression, fatigue, anaemia, migraine, weight increased, dysmenorrhoea, abdominal pain, diarrhoea, constipation and rash outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, autoimmune disorder, constipation, depression, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records were received: event perforation was clubbed with migration of essure device location of device: uterus/ perforation (uterus). Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), severe abdominal pain with diarrhea, constipation and rashes on legs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), autoimmune disorder ("autoimmune issues"), fatigue ("fatigue"), anaemia ("anemia"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, depression, autoimmune disorder, fatigue, anaemia, migraine and weight increased outcome was unknown. The reporter considered anaemia, autoimmune disorder, depression, fatigue, migraine, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.